Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.